Event description:
Boston scientific received information that this right atrial (ra) lead was measured to have an out of range pacing impedance greater than 2500 ohms. Decreased sensing was also reported and capture could not be confirmed at maximum output. The lead currently remains in service and the patient's physician will evaluate possible options upon future follow up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received reporting this lead to have fractured. There are currently no plans to extract the lead but a replacement will be implanted at an unspecified later date. No adverse patient effects have been reported. This lead remains implanted.